Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor gold. The motor passed motor test. Unable to verify excessive no delivery alarm and unable to prime due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a manual prime the customer's blood glucose was 42 mg/dl, which she treated with food. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.